Manufacturer narrative:
The customer found cut tubing at pv49. He replaced the tubing at pv49 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak of 2cc from a coulter lh 500 hematology analyzer. There were diluent comparison out of limits messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.